Event description:
During an in-clinic follow-up, a loss of capture, loss of sensing, and far-field p-wave oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed an rv lead dislodgement due to twiddler's syndrome. The patient was hospitalized, and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.